Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the dark blue part (female connector) disconnected from the light blue part (main body) of a minicap transfer set. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to d4: lot #: 01/17/2029 (previously submitted as ni). Correction made to h4: device manufacture date: 01/17/2024 (previously submitted as ni). Additional information was added to h6 and h11: h11: the actual device was not available; however, one (1) photograph and two (2) video samples were provided for evaluation. The photograph and videos were reviewed and showed the female connector was separated from the main body. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue due to inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.